Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot or serial identification is necessary for review of device history records, and lot or serial identification were not provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Phone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final report will be filed.

Event description:
It was reported that during surgery the device showed leaks. Spontaneous deflation did occur. There was no harm or delay in procedure. No adverse events were reported as a result of this malfunction.